Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient died. The patient experienced myocardial infarction four days prior and had an ejection fraction of less than 20%. Vascular access was obtained via the femoral artery. The target lesion was located in the left circumflex (lcx) artery. Angiography was performed and noted a long discrete disease from left main ostium to the mid left anterior descending artery. A non-bsc long stent was deployed successfully. The physician then noted no-flow in the lcx and a 2.75x24mm promus element drug-eluting stent was deployed in the lcx. The patient was shifted to the critical care unit but after that the patient condition deteriorated. The patient was placed on a ventilator but subsequently died. It was further reported that it was a long diffuse disease noted rather than long discrete disease.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient died. The patient experienced myocardial infarction four days prior and had an ejection fraction of less than 20%. Vascular access was obtained via the femoral artery. The target lesion was located in the left circumflex (lcx) artery. Angiography was performed and noted a long discrete disease from left main ostium to the mid left anterior descending artery. A non-bsc long stent was deployed successfully. The physician then noted no-flow in the lcx and a 2.75x24mm promus element drug-eluting stent was deployed in the lcx. The patient was shifted to the critical care unit but after that the patient condition deteriorated. The patient was placed on a ventilator but subsequently died.